Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed and the cause was undetermined because the device was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
During troubleshooting for a related report, the caregiver (cg) reported a system error (se) 2367 alarm that occurred on the homechoice (hc) machine. The technical service representative (tsr) explained the se alarm indicates air entered the set up and further assisted the cg to clear the alarm. The tsr advised the cg to disconnect the home patient (hp) and to remove the cassette. The cg confirmed to inform the nurse of the incident. On (B)(6) 2011 product surveillance spoke with the cg who stated she did not notice anything unusual with the supplies that were in use. The cg stated the home patient (hp) performed a manual exchange in the morning and they contacted the registered nurse (rn). The cg stated therapy has been going fine since. There was no patient injury or medical intervention reported.